Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause is undetermined.

Event description:
A serious injury was reported with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following was reported, "material no.: 382544 batch no.: unknown." It was reported the catheter became detached from the hub and it is believed that the catheter still remains in the patient as the IV team could not locate the missing catheter via ultrasound. Verbatim: had an issue with bd insyte autoguard bc item #(B)(4). The catheter was placed by an IV nurse and then the patient removed the IV. Supposedly the catheter became detached from the hub and it is believed that the catheter still remains in the patient. The IV team could not locate the missing catheter via ultrasound in the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A serious injury was reported with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following was reported, "material no.: 382544 batch no.: unknown. It was reported the catheter became detached from the hub and it is believed that the catheter still remains in the patient as the IV team could not locate the missing catheter via ultrasound. Verbatim: had an issue with bd insyte autoguard bc item #382544. The catheter was placed by an IV nurse and then the patient removed the IV. Supposedly the catheter became detached from the hub and it is believed that the catheter still remains in the patient. The IV team could not locate the missing catheter via ultrasound in the patient."